Manufacturer narrative:
Additional information is provided in section b5. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Additional information was received that the planned surgery time was 75 minutes, prolongation of the surgery was 20 minutes. The patient needed to stay one night in the hospital.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported when removing the salivary duct stone, the collection basket broke off. The salivary duct had to be opened. Bleeding occurred and the duration of the operation doubled.

Manufacturer narrative:
The device in question was not returned to karl storz tuttlingen. Therefore, a technical inspection is not possible. The evaluation was done based on the information provided by the customer: when removing the salivary duct stone, the collection basket broke off. Possible causes include attempting to pick up a stone that was too large or applying excessive force to the wires. The event is filed under internal karl storz complaint ID: (B)(4).